Event description:
I have used byte's clear aligners for over two years and still have not completed treatment due to lack of support and supervision by a licensed orthodontist. I have not received adequate support since the first year in treatment. I received a field safety notification from the company acknowledging that their onboarding process may not adequately screen out patients with contraindicated conditions (such as periodontal disease, bite misalignment, or jaw issues). I may fall into one of these categories. Despite this risk, I was never screened in person, nor informed prior to starting treatment. I experienced cracked aligners and tooth discomfort during treatment, and my efforts to get support or replacements were ignored. I was left with unresolved issues and no clinical supervision. When I asked byte whether signing their field safety notification would waive my refund rights or require dental visits to cancel treatment, they refused to answer -- unless I signed the document first. I believe this is coercive, especially in light of the health and regulatory concerns they've raised. They have now refused to refund me despite the incomplete treatment, known device concerns, and lack of follow-through on care. I'm filing this report to notify the food & drug administration (FDA) that this device may pose safety risks and that the company is not acting responsibly or transparently with affected consumers. Outcome requested: I'm seeking investigation into byte's onboarding, patient care, and safety practices. I believe the food & drug administration (FDA) should review whether this product meets regulatory requirements and whether byte's handling of post-notification patients is lawful and ethical.